Manufacturer narrative:
.

Event description:
It was reported to boston scientific corporation that an unspecified sling system was implanted on (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
According to the physician's office, the patient was seen on (B)(6) 2011 and reported vaginal pain. The patient was seen again in (B)(6) 2011 and reported she experienced some incontinence, but only when her bladder was completely full. The patient also noted that she had some irritation on the outside of her urethra. A topical steroid cream was given for the irritation and the patient has not been seen since.